Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of umbilical hernia. Per the pdrn, the patient¿s umbilical hernia is a known condition, existing prior to the initiation of pd therapy. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation. Based on the information available, there is no evidence or indication the liberty select cycler caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a malfunction or of the machine failing to perform as expected in relation to the event.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) underwent a computed tomography (CT) scan of the abdomen/pelvis, which revealed an umbilical hernia. During follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient¿s umbilical hernia is a known condition, existing prior to the initiation of pd therapy. The pdrn reported the umbilical hernia is not negatively affecting the patient¿s pd treatments, nor has it worsened while undergoing pd therapy. The umbilical hernia is being monitored and no intervention is required at this time.